Event description:
It was reported to resmed (B)(6) that an astral device displayed error messages indicating a flow sensor issue. This resulted in an alarm which notified the caregiver of the error message. There was no pt harm or injury reported as a result of this incident.